Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0058036. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 5ml saline fill (B)(4) sp tip was damaged. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse (B)(6) opened the flush to flush the indwelling needle for the patient before intravenously instilling the kangtai new liquid for the patient. He found that the tip of the flush was twisted and deformed and could not be used, so he immediately replaced the new one. It was flushing indwelling needle for patient.